Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that within a few minutes of starting a taxol infusion combined with other unspecified medication, the patient experienced hypotension, shortness of breath, mucous secretions and felt cold and clammy. Although requested there were no other event details provided by the customer.